Event description:
It was reported by the consumer that ten days post op a realize adjustable band procedure, the patient presented to the ER on (B)(6), 2011 for pain and a low blood pressure of 95/57. A CT scan was done and showed a hole in the stomach and fluid in the abdomen. The band was removed. The patient was hospitalized for six days and was treated with IV antibiotic. The patient was discharged home on oral antibiotics and recovering with no further complications.

Manufacturer narrative:
(B)(4): information unavailable. The device was not returned.